Event description:
It was reported that a 3.0mm coupler did not clamp tightly onto the vein. This was observed during a free flap graft procedure. A new coupler was used to continue the procedure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred during an unspecified date of december 2024. D4 lot #: the reported lot was ms-35211-4464; however, this is not a valid lot for this product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.